Event description:
It was reported that the patient expired because of the cardiopulmonary arrest. The whole implantable cardioverter defibrillator system was explanted on (B)(6) 2017. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
The connector end of the lead was returned in one piece measuring 21.3 cm. Analysis was normal. No anomalies were found. The damage found was sustained during procedure.